Event description:
Allegations have been made that the placement of a feeding tube tore/perforated the intestines and resulted in bleeding and surgical intervention on a pt. This info was provided by an attorney representing the hosp. A search of the complaint database showed this event had not been reported previously. No add'l info was provided concerning this event.